Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy and x-ray confirmed one lead migrated and the other lead exhibiting high impedances. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where both the leads were explanted and replaced with 2 new leads. Reportedly effective therapy was restored.